Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was closed onto the tissue; however; once deployed, the clip would not release from the delivery catheter. Reportedly, the clip was opened and removed from the tissue, and then the device was withdrawn from the patient. The case was completed using another resolution clip device without any further complications. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; clip failed to release from delivery.

Manufacturer narrative:
The exact patient age is unknown; however, the patient is over 18 years old. Device (B)(4) relates to component (B)(4) for the reported event of clip failed to release from catheter. A visual examination found that the device returned with the clip assembly mashed onto the bushing. Functionally, the clip assembly was not able to be opened, closed, or released from the delivery catheter. Additionally, the oversheath and blue sheath grip were not returned for analysis. The reported event of clip failed to deploy was confirmed through analysis of the returned device. However, the evaluation further revealed that the clip assembly was mashed onto the bushing which would have prevented its release from the delivery catheter. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was closed onto the tissue; however; once deployed, the clip would not release from the delivery catheter. Reportedly, the clip was opened and removed from the tissue, and then the device was withdrawn from the patient. The case was completed using another resolution clip device without any further complications. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed reportable based on the investigation results; clip failed to release from delivery.